Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the xience alpine stent dislodged from the balloon while in the non tortuous, proximal, left main coronary artery. There was no reported resistance during advancement. Reportedly, the stent was retrieved surgically. The patient is fine, with no further issues. No additional information was provided.